Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000158, serial/lot #: none, ubd: unk, UDI#: unk; product ID: bi71000851, serial/lot #: none, ubd: unk, UDI#: unk; product ID: bi71000555, serial/lot #: none, ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that the damaged x-stage cover was replaced and the system was homed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not dock with the pins and the gantry was unable to extend. Re-homing the system did not resolve the issue. There was no patient involvement. Additional information was provided stating that manual workarounds were not able to be used to resolve the issue at the time of the event.